Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was found to have perforated the heart resulting in a pericardial effusion. This lead was then successfully replaced. No additional adverse patient effects were reported.